Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update recvd 6/28/2016- clinical der states patient was revised to address tibial loosening at the cement/implant interface.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. With the information provided, the root cause of the post-operative loosening cannot be definitively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI: (B)(4). Added: patient identifier, description of event or problem, other relevant history, report source and evaluation codes (patient) no code available is used to capture medical device removal and surgical intervention. Corrected: (age).

Event description:
Complaint description: patient was revised to address pain. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the x-rays and bone scan reports prior to revision indicated the patient probably had debonding at the cement implant interface. The der indicated at revision the components were found to be well fixed. If further information is received, the complaint may be updated at that time. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2016. Update received (B)(6) 2016- clinical der states patient was revised to address tibial loosening at the cement/implant interface. The complaint was updated on (B)(6) 2016.